Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure when iol was inserted into the eye noticed a significant linear mark within the iol material bisecting the edge of the central optic ring. The surgery was completed with the replacement lens during the initial procedure. There was delay in patient recovery. Additional information has been requested.